Event description:
The facility's biomed reported an infusion pump with a failure code 812:02. Although an attempt had been made to contact the reporting facility, no additonal information was available regarding pt age or status, injury, medical intervention or whether the device was on patient at the time the condition was reported.